Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-27073. It was reported a patient presented with a staph infection and a transesophageal echocardiogram (tee) showed vegetation on the lead. The implantable cardioverter-defibrillator and right ventricular lead were explanted in a procedure on (B)(6) 2021. Post-procedure there were no patient consequences.